Event description:
A non-healthcare professional reported that the vacuum failed after docking in unknown eye of the patient during refractive surgery. The patients did not suffer, surgeries were completed in the standard mode.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.